Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up down and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify audio or vibrate anomaly, excessive no delivery alarm and charge or battery lasts less than expected anomaly due to buttons not responding. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button of insulin pump was not working normally, they had press in a very specific way for it to work otherwise it did not. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the alarms were harder to hear. Customer stated that the insulin pump had diminished battery life significantly but still lasting a week, scratches on screen but still they can read and had unexplained no delivery alarms twice in last month. The insulin pump will not be returned for analysis.